Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed the right atrial (ra) lead was oversensing noise resulting in an inappropriate pacing. The ra lead was explanted and replaced. The patient was in stable condition.